Manufacturer narrative:
Qc results were acceptable. The field engineering specialist found that a probe on a rinse station was pierced. He replaced the damaged part. Following the service repair, the issue was resolved. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable ggt-2 glutamyltransferase ver.2 standardized against ifcc / szasz result for 1 patient tested on a cobas 8000 c (701) module. The initial ggt result was 4 u/l. The repeat ggt result was 40 u/l. The result in question was not reported outside of the laboratory. The ggt reagent lot was 419515 with an expiration date that was requested but was not provided.